Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. From the information available this device was not used per the directions for use (dfu) / product label. The complaint report states that the balloon was inflated to 27 atm which is over the rated burst pressure (rbp) for this particular device. The most probable root cause is user/use error. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure a balloon rupture occurred. The 80% stenosed target lesion being treated was located in the moderately tortuous and non-calcified vessel located in a fistula of the arm. A 8.00mmx40mmx75cm mustang balloon catheter being used for primary angioplasty was advanced to the lesion and was inflated to 20 atms for 5 seconds. The device was pulled back into the guide catheter and re-advanced and on the second inflation it ruptured at 27 atms after 1 second. The device was successfully removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status is fine.